Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat anorectal hemorrhoids performed on (B)(6) 2024. The ligator was placed onto the endoscope according to the instructions for use (IFU). During the procedure, it was noticed that after the handle was rotated, the bands would not deploy. The device was removed from the patient's body, and it was found that the first band did not deploy. When the second band was deployed, it deployed normally; however, when the third band was attempted to be deployed, the problem recurred as it would not deploy. The ligator was removed from the patient and the bands were manually deployed. A new ligator was placed and the procedure was continued. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a2: the exact patient's date of birth was unknown; however, it was reported that the patient was born in 1967. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached. Also, the ligator housing teeth and the suture hole were in good condition. Additionally, the handle had marks of trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, it did not identify any evidence of either the alleged problems or defects on the device which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat anorectal hemorrhoids performed on (B)(6) 2024. The ligator was placed onto the endoscope according to the instructions for use (IFU). During the procedure, it was noticed that after the handle was rotated, the bands would not deploy. The device was removed from the patient's body, and it was found that the first band did not deploy. When the second band was deployed, it deployed normally; however, when the third band was attempted to be deployed, the problem recurred as it would not deploy. The ligator was removed from the patient and the bands were manually deployed. A new ligator was placed and the procedure was continued. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 9, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
A2: the exact patient's date of birth was unknown; however, it was reported that the patient was born in 1967. A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block b5, block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), and block h11 have been updated based on the additional information received on october 9, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat anorectal hemorrhoids performed on (B)(6) 2024. The ligator was placed onto the endoscope according to the instructions for use (IFU). During the procedure, it was noticed that after the handle was rotated, the bands would not deploy. The device was removed from the patient's body, and it was found that the first band did not deploy. When the second band was deployed, it deployed normally; however, when the third band was attempted to be deployed, the problem recurred as it would not deploy. The ligator was removed from the patient and the bands were manually deployed. A new ligator was placed and the procedure was continued. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 9, 2024: it was noted that no difficulty was experienced upon setting up the device.